Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2015, the patient reported variations in loudness, noises and sometimes she stopped hearing with the device. The patient currently cannot hear with the device.

Manufacturer narrative:
Conclusion: device investigations revealed a failure of the stimulator electronics which caused the device malfunction. The short circuits, which were reported in a previous complaint, could not be found, likely due to their intermittent nature. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
In (B)(6) 2015 the patient reported loudness variations, noises and intermittent hearing with the device. It was subsequently reported that the patient had no benefit at all with the device. (B)(4). The patient was re-implanted.